Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire fsr (field service representative) evaluated the device onsite and verified fio2 (fraction of inspired oxygen) is within the operational verification performance. Fsr instructed user and ventilator is ready for patient use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator is having an issue with the fio2 (fraction of inspired oxygen). When changing the fio2, the max the customer can get out of is at 37%, when he has an analyzer hooked up. Furthermore, there was no patient involvement reported with this event.